Event description:
It was reported that this device reverted to safety mode. Device replacement was recommended. This device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.